Manufacturer narrative:
Probe not yet received. Follow up MDR will be submitted once probe is received and evaluated.

Event description:
Probe did not freeze during pre-test.

Manufacturer narrative:
Original complaint states probe did not freeze. Customer returned all 6 probes from procedure kit but did not identify which probe had the issue. All probes evaluated and performed per internal specifications. Serial numbers of returned probes: (B)(4).